Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that his infusion device shut down early this morning (2007). He stated that the power pack had been in use for at least 2 weeks. He stated that he was aware of the recall and he normally changes the power pack every 2 weeks. He stated he inserted a new power pack and his infusion device functioned properly. He stated his blood glucose was elevated to 300 mg/dl. He gave himself an insulin injection to lower his blood glucose. He stated he has a dry mouth and feels "lousy" when his blood glucose is high. His normal range is 110-150 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.